Event description:
During product evaluation, the pump's main batteries were identified as having a failed reading. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of the main batteries identified as having a failed reading was confirmed during product evaluation. Inspection of the device found that the pump's main batteries were sixteen discharges below their alarm threshold. The main batteries were damaged and therefore, the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-(B)(4).